Manufacturer narrative:
(B)(4). The upper shaft is broken at the upper jaw pivot pin forward; the pin and broken off portion of the upper shaft is missing and were not returned for analysis. Additionally, the lower shaft is cracked on the pivot pin. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the application of excessive force. Microscopic examination of the fracture surface revealed a fairly brittle fracture surface, consistent with excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument does not grab during use. No patient complications were reported.